Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the mid-section of the stent were lifted and pulled in a distal direction. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left circumflex artery. After pre-dilatation was performed with a 2.0x15mm non-bsc balloon catheter, a 4.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.